Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the robotics coordinator contacted the technical support engineer (tse) and reported that the system won't power on all the way. The live logs weren't available at the time of the call. The tse asked what the power button were looking like. The patient cart and console have solid blue and vision cart keeps blinking blue. After hard power cycle of vision cart power buttons are the same. The tse had the customer disconnect blue fiber cables for console and robot still power button flashes on tower and says insufflator disabled. The tse had the customer power on the console and robot by itself and both powered up good. The customer is trying to find another system to use for the case. The procedure was aborted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The common compute controller (ccc) was analyzed the ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the vision side cart (vsc) monitor could not show full display on the screen. The vsc touchscreen showed "insufflator disabled" message. Vsc power button kept flashing blue and system would not complete full power up sequence. The unit was taken to a programming station where it was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause was determined to be a bricked ccc.